Event description:
This rv lead was implanted on (B)(6)2003 and was capped on (B)(6)2016 due to high pacing impedance greater than 2000 ohms. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).